Event description:
The ambulance service responded to a pt call. The pt was unresponsive and the crew delivered three defibrillation shocks while transporting him to the hosp. A fourth shock was delivered in the emergency dept and an attempt to deliver a fifth shock was made. It was reported that while the device was charging it stopped, and the service indicator was illuminated. The pt was then connected to a zoll device which delivered at least two additional shocks before the code was called. The emergency medical services (ems) provider indicated that they do not believe that the device failure caused or contributed harm to the pt because a second device was used immediately, delaying treatment less than 30 seconds. A clinical review of the reported event determined that the device use did not contribute to the outcome of the pt. The healthcare provider on scene indicated that the malfunction likely did not contribute to the pt's outcome. Also, a second device was immediately available in the hosp receiving unit and was used to treat the pt.

Manufacturer narrative:
(B)(4): physio-control initially evaluated the device and verified the reported failure. It was observed that the device had a low battery. The device has been returned to physio-control's failure analysis ctr for additional eval. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.